Manufacturer narrative:
The introducer product was returned for analysis. The broken orange hub cap of the 14fr x 13 cm introducer was confirmed. During inspection of the returned sheath, half of the orange hub cap was detached from the sheath. There were no traces of glue on either the orange hub or the white sheath. The remaining hub half still attached to the sheath was easily removed by hand; it was not glued either. A supplier corrective action request (scar) # (B)(4) was generated to address this failure mode. The failure will continue to be monitored and trended.

Event description:
A patient was taken to the catheterization lab for angioplasty of two coronary arteries. An impella cp was placed via axillary artery due to the femoral arteries being calcified and small in diameter. As the impella cp was supporting the patient, the introducer was seen to have damage. The orange hub broke off and this prompted blood loss of an estimated 500cc. A second introducer was placed and the intervention continued.